Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue.

Event description:
It was reported that the audio function of the mx40 patient wearable monitor is not working. There is no audible tone or alarms when the simulator was turned on. The device was not in use on patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.